Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous and arterial air alarms occurred at the start of a routine hemodialysis treatment. Rinseback was not performed, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately to the air in the circuit. The exact cause of the air alarms is not known although air at the beginning of a treatment is typically indicative of inadequate air removal by the operator during prime or air introduced by the operator when connecting the pt for treatment. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.